Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event. Explant date: a year ago.

Event description:
It was reported that the patient did not want to charge anymore due to an unknown reason. The patient underwent an explant procedure. The explanted ipg was discarded.